Manufacturer narrative:
The device was returned to the service center and is pending evaluation. The cause of the reported event cannot be determined at this time. The legal manufacturer will review the content of this complaint for further investigation.

Event description:
The service center was informed that the light from the video system begins to flicker when the intensity is turned down. There was no patient involvement reported.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates in sections: g4, g7, h2, h3, h4, h6 and h10. The device was returned to the service center for evaluation. The reported complaint surrounding a flickering light when the intensity is turned down was confirmed and is due to a charred led harness. In addition, the software and the main switch was noted to be outdated. Additional information received from the customer states this issue occurred during a diagnostic nasal endoscopy procedure. There were no other devices involved in the event. There was no delay in the procedure. The intended procedure was completed with the same device. No other devices were replaced during the procedure. It is unknown if there was any patient injury or medical intervention required. It is unknown if the connection was secure. It is unknown what the settings were and if they were correct. It is unknown if the device was inspected or if any damage or abnormalities were observed. It is unknown if any errors, alarms, alerts or warnings were received. The light flickers, creating a strobe effect when decreased to the lowest intensity. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: the light emitting time of the led gets shortened by reducing the light intensity. It is inferred that the light emitting time of the led was extremely shorten due to age deterioration of the led blinking control device, causing the endoscopic image flicker. As a result of confirming DHR, it was confirmed that there were no abnormalities in manufacturing, special adoption, and variations.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation additional information from the legal manufacturer regarding the final investigation. The unit was returned to the service center for evaluation. The customer¿s complaint surrounding a flickering light when the intensity is turned down was confirmed due to a charred led harness. In addition, the unit was equipped with outdated software and the old version main type switch. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. As a result of the DHR review, there were no abnormality in manufacturing, concession, and variation. The lm reported that the most probable causes for the reported event are as follows: based on the investigation results, the probable causes are shown below: the light emitting time of the led gets shortened by reducing the light intensity. It is inferred that the light emitting time of the led was extremely shorten due to age deterioration of the led blinking control device, causing the endoscopic image flicker.